Event description:
It was reported x-rays confirmed the catheter had dislodged. The pt was scheduled for a revision the same day, although it was cancelled due to cardiac changes on the pt's EKG. The pt had not yet been rescheduled. No patient symptoms were reported. The concentration. Dose, and drug in the pump were not reported. Additional info had been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Results code other= catheter.